Event description:
It was reported that; pt is experiencing pain at the left hip once in awhile; and pain in the left knee.

Manufacturer narrative:
The event was confirmed. A voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported event is considered to be under the scope of this recall.